Event description:
The customer reported that the unit is power cycling. Upon receipt and evaluation of the device, welch allyn factory service identified a reportable preamp reference failure error code in the device log. No pt involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.